Event description:
It was reported the insulin pump alarmed motor error during prime. Customer's blood glucose was 287 mg/dl. It was not possible to confirm if the insulin pump was exposed to high magnetic fields. First time the motor error alarm occurs. Customer was advised the insulin pump need to be replaced and customer agreed to return it for further analysis.

Manufacturer narrative:
The insulin pump alarmed during the rewind due to a corroded motor home switch. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.